Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Additionally, it was noted that the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range, the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range, and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The data shows that beginning (B)(6) 2015 that there were 141 ventricular sensing integrity counts (sic); no episodes available to verify lead noise oversensing and inappropriate shocks. On (B)(6) 2015 the rv coil impedance spiked to greater than 200 ohms, up from a trend in the 40-50 ohm range. On (B)(6) 2015 the rv pacing impedance spiked to greater than 3000 ohms, up from a trend in the 600-700 ohm range. Impedances continue to be high. Additionally, svc coil impedance spiked to greater than 200 ohms, up from a trend in the 50-60 ohm range. Concomitant medical products: d274drg ICD, implanted: (B)(6) 2009. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance. It was noted that there was a rv defib lead and svc lead impedance warning on (B)(6) 2015 for the rv lead. The lead remains in use. No patient complications have been reported as a result of this event.